Event description:
A health care professional reported that during cataract surgery with intraocular lens (iol) implantation, all three iols displayed a tear on the peripheral edge. The patient had to have two lenses explanted in an initial procedure, as the surgeon was not happy with the integrity of the lens and even though the third lens also showed an imperfection the surgeon felt that it would negatively impact the visual outcome for the patient so decided to complete the surgical procedure. Different injectors were utilized for all three lenses being implanted with the same result. Two of the three surgical cases utilized a company d cartridge for lens loading and a company c cartridge was utilized for one case with the same outcome.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. The returned photo shows an implanted intraocular lens (iol). There appears to be a scratch/mark/line near the optic edge. Based on our observation of the attached photo, there appears to be a scratch/mark/line near the optic edge. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.